Event description:
It was reported that after a da vinci-assisted right hemicolectomy procedure, the (B)(6) patient with no metastasis experienced post-operative bloody stools, indicating a staple line bleed. As a result, the patient had an extended hospital stay rather than the standard discharge practice of postoperative day #1. The patient was uncomfortable with being discharged and was then hospitalized for 4-5 days. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: the surgeon stated she typically uses a blue sureform 60 reload with a sureform 60 stapler instrument for side-to-side ileocolonic intracorporeal anastomosis on right colectomies. She speculates that the staple line bleed was from side-to-side ileocolonic intracorporeal anastomosis. She uses two-three reloads across the bowel, and then one reload for the anastomosis. She always has a common enterotomy and checks the staple line for bleeding. She does not conduct a leak test on her right colectomies. On an unspecified postoperative day, the patient experienced bloody stools, indicating a bleed. After having an unspecified number of bloody stools, the post-operative bleed resolved on its own. The patient did not require any further required surgical or medical interventions. The patient stayed in the hospital for observation. The surgeon stated that she had not experienced staple line leak issues when she used the sureform 60 stapler instrument and its blue sureform 60 reloads for the anastomosis on the right colectomies. There are no images or video recordings available for review. The products will not be returned to isi for evaluation as there were no intra-operative complications.

Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: the logs show that sureform 60 stapler instrument (part #480460-09, lot #l91210722-0091) was installed 4 times and fired 3 reloads (all blue). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted right hemicolectomy procedure, the patient experienced post-operative bloody stools, indicating a staple line bleed. As a result, there were no surgical or medical interventions rendered to the patient; however, the patient had an extended hospital stay rather than the standard discharge practice. The staple line bleed reportedly resolved on its own. The cause of the alleged staple line bleed is unknown. Note: the surgeon mentioned that she had 4 other patients who underwent da vinci-assisted right hemicolectomy procedures and experienced similar events in relation to post-operative bloody stools and staple line bleeds. In one case, the surgeon indicated that the patient involved was (B)(6) and the event date was (B)(6) 2021. The surgeon was unable to provide any additional information regarding the 3 other similar events which reportedly occurred within the past year. Refer to medwatch report (MDR) with patient identifier (B)(6) for the 1st of 5 patients who experienced post-operative bloody stools in relation to a staple line bleed ((B)(6) female patient; event date = (B)(6) 2022). Refer to medwatch report (MDR) with patient identifier (B)(6) for the 2nd of 5 patients who experienced post-operative bloody stools in relation to a staple line bleed ((B)(6) patient; event date = (B)(6) 2021). Refer to medwatch report (MDR) with patient identifier (B)(6) for the 3rd of 5 patients who experienced post-operative bloody stools in relation to a staple line bleed (no patient information; unknown event date). Refer to medwatch report (MDR) with patient identifier (B)(6) for the 4th of 5 patients who experienced post-operative bloody stools in relation to a staple line bleed (no patient information; unknown event date). Refer to medwatch report (MDR) with patient identifier (B)(6) for the 5th of 5 patients who experienced post-operative bloody stools in relation to a staple line bleed (no patient information; unknown event date).